Manufacturer narrative:
The pump passed the self test. Pump received with intermittent button response on the left button. The select button functioning properly. The keypad overlay was removed to perform visual inspection and found flattened (ceased) keypad dome switch on the left button. Pump was cut open to perform visual inspection and found no physical or moisture damage on the electronic assembly and motor assembly. The j1 connector on pcba 1 was locked properly during visual inspection. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case. Pump received with intermittent button response due to flattened (creased) left button keypad dome switch. Customer alleged unresponsive keypad on the center (select) not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error. Customer reported stuck button center button, numbers going up so will replace pump. The event involved product(s) mmt-1885. Trouble shooting was performed and customer reported a keypad anomaly and/or stuck button alarm. Pump screen was scrolling without input from user and pump has not been exposed to altitude change. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.